Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that during a coronary artery bypass graft (CABG) procedure, this right atrial (ra) lead, which was implanted on (B)(6) 2016 was inadvertently dislodged. This ra lead was explanted and replaced on (B)(6) 2017. According to the per form, the explanted lead will not be returned to boston scientific.